Event description:
On (B)(6) 2013, it was reported that the pump emitted a loss of prime alarm. The reporter was able to prime and air bolus during trouble shooting. It was reported there was no damage, moisture, trauma, or extreme temperature changes experienced by the pump. The reporter was instructed to change cartridge and contact animas with any issues. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/03/2014-device evaluation: a retained sample was tested and evaluated by product analysis on 12/20/2013 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.